Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response and clearly oversensing. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response and clearly oversensing. This s-ICD remains in service. No adverse patient effects were reported.